Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an incident of elevated heart rate and was taken to the emergency room and had an electrocardiogram done. Abnormal pacemaker spikes were noted. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.